Manufacturer narrative:
Manufacture date: march 13, 2017 ¿ march 15, 2017. One actual folfusor unit was received for sample evaluation containing approximately 93ml of fluid in the bladder. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow was visually observed at the distal luer. A functional flow rate test was performed. The flow rates were found to be within the product specification range. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor failed to deliver chemotherapy while attached to the patient. The nurse noticed the clamp was shut after the stage treatment should have gone through. The pump was filled with fluorouracil hs 3700mg and sodium chloride 0.9%. There was no patient injury or medical intervention associated with this event. No additional information is available.